Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016 hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, menorrhagia and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- event ¿ injury¿ replaced with new events pain: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),other injuries/symptoms: fatigue. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.